Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event occurred on an unspecified date involved a 72" smallbore ext set w/clamp, luer lock where it was reported that the tubing becomes occluded during medication administration. The medication cannot be pushed through the tubing into the central line, and the occlusion appears to occur at the luer lock syringe end. There was patient involvement, and unknown harm reported.